Manufacturer narrative:
Evaluation summary: there was no identifying information provided for the device; therefore, the device history recorded (DHR) could not be reviewed. The condition of the product could not be verified because no sample was returned. A visual inspection could not be performed. The root cause can not be determined. No further information is expected. Seminar information: the annual congress of (B)(4) clinical ophthalmology (2012). (B)(4).

Event description:
A surgeon reported that a conference in 2012, he receive a survey on which he reported that following a glaucoma filtering shunt implantation procedure, the shunt was found to be touching the iris. The surgeon also indicated that the shunt was difficult to release from the delivery system. No further information is expected.